Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). The patient was treated with surgery (hysterectomy (fsalpingectomy (bilateral removal of fallopian tubes, omy (one side removal of ovary), and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new event pelvic pain and (abnormal bleeding (vaginal) were added. Reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue and menorrhagia to be related to essure. The reporter commented: received treatment for pain-yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), other injuries/symptoms: fatigue, hair loss. Product information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). The patient was treated with surgery (hysterectomy (salpingectomy (bilateral removal of fallopian tubes, omy (one side removal of ovary), and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, ovarian cyst, menorrhagia, endometrial ablation, endometriosis, drug hypersensitivity and allergic reaction to analgesics. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and infection ("infection"). The patient was treated with surgery (hysterectomy (salpingectomy (bilateral removal of fallopian tubes, omy (one side removal of ovary), and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal haemorrhage and infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-yes. Date of other surgeries: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-sep-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received: reporter information, medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. 717632), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and infection ("infection"). The patient was treated with surgery (hysterectomy, (salpingectomy (bilateral removal of fallopian tubes, omy (one side removal of ovary), and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving. And the menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal haemorrhage and infection outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain: yes. Date of other surgeries: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: plaintiff state of implant added. Event: infection added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.